Event description:
It was reported that smoke was observed coming from the core impaction drill during a case. A back-up device was used to complete the case with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection electrical damage was found on the flex assembly.

Event description:
It was reported that smoke was observed coming from the core impaction drill during a case. A back-up device was used to complete the case with no patient or user injuries, and no adverse consequences.